Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was observed at power up as system error 105. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed an unspecified system error. Any patient involvement, injury or medical intervention is unk.